Manufacturer narrative:
A stryker service representative evaluated the customer's device and confirmed that the compression module was not running smoothly. The piston became difficult to move near the top. After replacing the compression module, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
A customer contacted stryker to report that their device would not provide compressions. If a device malfunctions, the device operating instructions indicate that the user is to perform manual chest compressions. There was no patient use associated with the reported event.